Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic left upper lobe resection, when the left upper pulmonary artery was closed, it cannot be successfully stimulated when closed with the first reload. When it was closed with the second reload, when closing the left upper lobe, it cannot be fired. The surgeon was able to press the green button but was not able to squeeze the handle. The two reloads were replaced to resolve the issue in order to complete the case. There was no patient injury.